Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when selecting norepinephrine in the drug library of a spectrum infusion pump, the label read ¿norepinephrine bitrate 4 mg/4ml vial 16 mg dextrose 5%-water250 ml bag 250 ml in 266 ml¿ during patient therapy. The complainant suggested that the ¿16 mg¿ part of the label appears to be confusing to the users. When the nurses saw "norepinephrine bitrate 4 mg/4 ml vial 16 mg", they did not program the pump for 16 mg., instead they programmed the pump for 4 mg and incorrectly programmed doses. There was no known patient injury or medical intervention associated with this event. No additional information is available.